Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a staphylococcus infection in the mastoid. Reportedly the infection started few months post-implantation and did not solve with antibiotic treatment. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process.this is a final report.

Event description:
The user suffered from an infection. In (B)(6) 2021 an infection of the mastoid started and some purulent fluid came out of the wound from the cochlear implant surgery. The infection was determined to be a staphylococcus infection, as confirmed by bacteriological examination. The recipient was treated with antibiotics, but the infection returned on about (B)(6) 2021. The mastoid and skin flap were affected by the infection. The user was explanted on the concerned left side on the (B)(6) 2021 and was implanted on the contra-lateral side during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered with an infection. The user was explanted.